Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two shocks while the patient was performing routine gardening activities. It was noted the device appeared to have double-counted, which likely led to the inappropriate therapy, per the field. In additional, morphological changes were observed on the subcutaneous electrocardiogram (s-ECG). In-clinic attempts to reproduce the issue were performed. Artifacts were noted during hand pulling and pressing movements, as well as when the left arm was raised. Zones were reprogrammed to 230 to 250 beats per minute (bpm) and smart charge was set to maximum. X-rays were also ordered, and device data was collected and sent to technical services (ts) for further review. Ts reviewed the sent data and confirmed the shocks were delivered due to spontaneous morphology changes. After the shocks, a return to normal sinus rhythm morphology was evident. Ts noted a similar morphology change was first seen in an untreated episode in 2019. If the health care professional (hcp) does not want this rhythm to be treated clinically, ts recommended a reproduction of the altered morphology (e.g. By ergometry) and programming the vector that enables the most adequate detection. Ts then recommended recording a reference s-ECG of this morphology. In their review of device data, ts also noted a shock impedance of 120 ohms and recommended biplane x-rays to further investigation system placement. Besides the inappropriate therapy, no other adverse patient effects were reported. This s-ICD remains in service.